Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitor's electrode belt receptacle's pulse pins were thermally damaged. The root cause for the damaged pin was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.